Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter (B)(4). Reference medwatch with patient identifier (B)(6) for the inform base (B)(4).

Event description:
Caller states that the inform meter and base have blackened connector pins and the ends of the connector pins appear to be melted. No adverse event reported. Requested return of suspect device and replacement was sent.